Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical record review: an inferior vena cava filter was deployed for a preoperative diagnosis of deep vein thrombosis. The deployed filter was placed infrarenal via the right jugular vein. Inferior venacavagram performed post filter deployment revealed good placement of the filter. The patient tolerated procedure without immediate complication. Approximately one month post filter deployment, the patient presented with a diagnosis of a clot above the previously placed infrarenal filter. An inferior vena cava filter was successfully placed via the right internal jugular vein, suprarenal above the already placed infrarenal inferior vena cava filter. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately one month post filter deployment, the patient presented with a diagnosis of a clot above the infrarenal filter. Therefore, it can be confirmed that the patient experienced clot above the infrarenal filter. However, the investigation is inconclusive for filter tilt and perforation of the ivc from the provided medical records. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter was embedded in the wall of the ivc and perforated the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two weeks later, the patient diagnosed with free floating clot above the infrarenal inferior vena cava filter. An inferior vena cava filter placed in an infrarenal position through right internal jugular vein. Contrast injection demonstrated clot above the infrarenal inferior vena cava filter. The filter was deployed successfully. Successful placement of a suprarenal filter above the already placed infrarenal inferior vena cava filter as there was freely flowing clot in a patient with history of pulmonary embolism. The second filter is infrarenal and it has some legs penetrating the inferior vena cava into the pericaval fat and one leg that penetrates the inferior vena cava into an intervertebral disc. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava. However, the investigation is inconclusive for the alleged filter tilt. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and perforated the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The status of the patient is unknown.